Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that patient underwent a primary total hip arthroplasty utilizing a reamer on (B)(6) 2014. During the procedure, the 8mm reamer fractured off in the patient's femur. Operative notes indicate that the surgeon attempted to remove the fractured piece without success and pushed the piece distally in the femur, where it remains in the patient.